Event description:
It was reported to nuvectra that the patient experienced skin erosions at the implant sites due to improper wound care by the patient. The patient did not follow the physician's advice and to see a wound care specialist. Subsequently, the stimulator and leads were explanted.